Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported impact to the customer's blood glucose level.